Manufacturer narrative:
The velcro hook of returned device was separated. Per our investigation this has most likely happened because of abnormality on one of the welding parameters. Retain samples were also inspected and no failure or abnormality was observed. Complaint could not be reproduced on sample devices and they function normal as intended. Per complaint ratio calculation the incident seems to be very rare to happen. The ratio of (B)(4) representing a negligible risk from this device. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer opened a new part about 6 pm and used on her son. The next morning she realized that it was detached. She changed that with another one, there was no adverse event and she reported the event to manufacturer.